Event description:
It was reported during a low anterior resection while using the ax55g the stapler was fired across rectum prior to transecting. When the cdh was advanced the staple line dehisced without any pressure from the cdh. The surgeon was able to restaple the rectum distal to the original staple line with a new device and successfully completed the case. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: condition of anvil, good; condition of anvil shroud, good; condition of cartridge, good; condition of driver, good/extended; condition of earmuff, good; condition of head, good; firing lever position, open; rotation, good; staples present, no and trigger position, partially cycled position. Functional tests & results: articulation, yes; closure force, normal and instrument cycled, yes. Analysis conclusion: based upon the inquiry info rec'd, the visual examination and the functional test, it was concluded that the instrument was conforming with regard to staples firing and forming. The instrument was rec'd in good physical condition, with the drivers and firing cam in the fired position and with the trigger open and the firing trigger in the partially fired position. The instrument was examined and was found to be functional. The instrument was then reloaded, cycled, fired, and formed all staples properly. The staples were measured and were found to be within specs. No conclusion could be reached as to why "the staple line dehisced without any pressure from the cdh" during surgery. Each instrument is evaluated during the assembly process to ensure that staples fire and form correctly. The staples may not form properly and leakage of the staple line may occur if the instrument is closed onto tissue which is thinner or thicker than the recommendation for proper operation.